Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient¿s family member that the patient passed away 6 days post implant. The patient family member suspected that patient¿s death was due to an implantable pulse generator (ipg) malfunction. It was noted that the post-implant device check showed ipg function to be normal and stable. The cause of death is unknown. Attempts to obtain additional information were unsuccessful.